Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons, not functional) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. As received, the rear response button trace on the button cable were creased. The cause of the non-functional response buttons is the damaged trace on the button cable. The root cause of the creased traces cannot be positively identified. No adverse event occurred from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functional.